Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, the device did not fire. The surgeon was not able to press the green button and squeeze the handle.